Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was not duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the endoscopic image was not displayed. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china (osh). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. When osh checked the subject device, the reported phenomenon was not duplicated but osh found that the endoscopic image was noisy and the camera cable was deformed. Therefore omsc surmised that the endoscopic image was not displayed temporarily due to the partial disconnection of the camera cable. If additional information becomes available, this report will be supplemented.